Event description:
The customer observed false positive architect total hcg result for one patient. The sample was repeated and a negative result was obtained. The following data was provided: sid (B)(6) initial result = 182.38 miu/ml (positive); repeat result = < 1.2 miu/ml (negative) while troubleshooting the issue, the technical application specialist (tas) noticed significant crystallization on the pipettor opening. It is suspected that the crystallization may have caused contamination during testing resulting in the false positive result. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The technical application specialist (tas) inspected the instrument and found sample crystals on the outside of the sample pipetting opening and surmised the crystals may have fallen into the reaction vessels causing erroneous results. The tas determined the pipettor and the load/unload diverter were the likely cause of the issue. The tas cleaned the parts to resolve the issue and verified the system function with a control run. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, likely cause parts, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the architect i2000sr processing module, serial number (B)(6).

Event description:
The customer observed false positive architect total -hcg result for one patient. The sample was repeated and a negative result was obtained. The following data was provided: sid (B)(6) initial result = 182.38 miu/ml (positive); repeat result = < 1.2 miu/ml (negative) while troubleshooting the issue, the technical application specialist (tas) noticed significant crystallization on the pipettor opening. It is suspected that the crystallization may have caused contamination during testing resulting in the false positive result. There was no impact to patient management reported.